Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The distal end of the stent was damaged with stent struts lifted and pulled in a distal direction. The undamaged crimped stent od(outer diameter) was measured and was within max crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a mid-shaft kink at the hypotube mid-shaft bond and a shaft polymer extrusion kink 30mm distal to the wire exchange port. Device is combination product.

Event description:
Reportable based on investigation completed on 07jan2019. It was reported that unable to cross the lesion occurred. The target lesion was located in the coronary artery. A mr 2.75 x 20 synergy stent was advanced but could not cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.